Event description:
It was reported that this was a closure of an unspecified access site using a prostyle device relative to an unspecified procedure. Reportedly, a broken wire was noticed upon opening the packaging. There was no reported patient involvement. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported material break could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. B3: estimated date:na.

Manufacturer narrative:
B3: date of event estimated (B)(6) 2023. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported material break could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H10: corrected as part and lot number now known.